Manufacturer narrative:
Additional narrative: event date: unknown. Original implant was on an unknown date in (B)(6) 2013. Manufacturing evaluation: based on the topography of the fracture surfaces of the plate, it can be concluded that the implant was subjected to dynamic bending loads. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to fatigue-forced fracture of the plate. The plate could not resist the applied force, which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that this was the second revision of the surgery. This patient originally had a periprosthetic fracture on an unknown date in (B)(6) 2013. The first revision surgery was non synthes plate, after the implant failure the patient was treated for a second revision. A refresh of the two bone ends and resection of both sides on the bone was done and a little valgus position was left. The second revision was completed with a non synthes plates on the ventral side and a dynamic compression plate with a less invasive stabilization system for distal femur. A synthetic bone graft was also used. The plate broke on an unknown date in (B)(6) 2014. It was also reported that per an internal review by the medical director; a periprosthetic fracture was determine by the x-ray images. Per additional information received; there was plate broken and there was is a screw that is stuck in the plate. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.